Manufacturer narrative:
Visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior surgical procedure at l5-s. On 7-8 years post-op the patient underwent a removal surgery due to completion of bone union. During removal of screws, the tip of the driver broke off. The fragment was stuck in the screw post. The surgeon was able to remove the screw using another instrument successfully. No fragment was left in the patient. No patient injury was reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.